Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test and device trace download confirmed hardware low level failures error due to broken trace at on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was unknown. The hardware low level alarm occurred during the self-test. The device will be returned for analysis.